Event description:
It has been reported to philips that the system¿s c-arm suddenly moved itself in the cranial direction, hitting the patient in the nose, resulting in a bleeding nose wound and necessitating treatment. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the incident occurred during patient preparation for a coronary angiogram procedure when the poly-g c-arm unexpectedly moved in the cranial direction and contacted the patient¿s nose. This resulted in a minor scratch and minimal bleeding that required first aid. The procedure was completed after first aid was provided. A field service engineer (fse) inspected the system on-site. System logs showed no system or geometry errors but recorded multiple joystick activations and collision warning overrides, indicating unintentional joystick activation as the likely cause of the c-arm movement. The onsite inspection confirmed that a plastic cover placed over the geometry module for sterility most likely caused accidental toggle activation, resulting in unintended c-arm movement. Collision sensors and mechanical movements were verified to be fully functional. Following functional checks, the system was confirmed to be operating within specifications, returned to service, and the customer was advised on proper handling and safety precautions. A review of philips labeling, instructions for use (IFU) - 4523 001 03572, chapter 6.1 safety information, confirmed the following warning is present to the user regarding potential risk of serious injury due to unintentional activation: ¿ensure that unintentional activation of the control module buttons does not occur by the patient, sterile covers, or other means. This can cause serious injury to the patient or any other person.¿. At the time this complaint was received, philips did not have enough information, therefore this complaint was conservatively reported as serious injury. Following the investigation, philips has confirmed that the system functioned as intended. The reported laceration did not meet the definition of a serious injury. Based on the available information, the investigation concludes that the issue resulted from user mishandling, and this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.